Manufacturer narrative:
02/01/2025 evaluation tech: (B)(6). Em3 hp; cable, conn/gun cable worn. Damaged water flow control on the handpiece cable, water can not be controlled because turns all the way around. Will replace damaged/worn components and recalibrate unit to factory specs upon estimate approval. St, power cord was not sent in for evaluation, for proper evaluation please sent in all parts that go along with unit. A new handpiece was included to estimate since it cannot be ruled out as the issue. Hpc-06200 DHR review is not required because the product was returned for evaluation and the described failure mode is a known hazard.

Event description:
While using a cavitron select sps g124 they allege that hey have no water flow and the handpiece is heating up, no injury resulted.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.